Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2006 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of mesh erosion, sling revision, and cystoscopy on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent excision of eroded mesh on 9/17/2012 due to erosion. No additional information was provided.